Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: 751903 model: sc-1216 serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had bicep swelling and was experiencing hip pain and weakness in the legs. The physician believed that the patients symptoms were not device related. The patient underwent an explant procedure. The explanted devices were discarded by the medical facility and will not be returned.